Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An evaluation from arthrocare confirmed that the hair was packaged with the device. The image included in the investigation shows the hair wrapped behind a cardboard cutout of the device, which is unlikely to occur in the opening process. A visual inspection revealed that the device packaging had already been opened. A thin dark hair was in the paper packaging. There was no debris. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that packages must be free of particulate, debris, and hair, and that the product is sterilized. The complaint was confirmed and the root cause was associated with a manufacturing deficiency. It is likely that usage of hairnet and/or beard cover was not adequate. Corrective actions that have been implemented include a training refreshment and escalation of air blower tool use to mandatory.

Manufacturer narrative:
The reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that packages must be free of particulate, debris, hair, etc. Greater than 0.15mm² and that the product is sterilized by 100% eto. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device packaging had already been opened. A thin dark hair was in the paper packaging. It was not stuck on the device and was easy to remove, so its source could not be determined. There was no debris. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that packages must be free of particulate, debris, hair, etc. Greater than 0.15mm² and that the product is sterilized by 100% eto. The complaint was confirmed, but the root cause could not be determined. Factors that could have contributed to the reported event include improper clean room procedure or introduction of foreign material at the customer site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, when the box was opened, a hair was found. The device was not used on the patient. A backup device was available to complete the procedure and no significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.